Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07679. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to excessive impact applied on the distal end. It is highly probable that this phenomenon occurred due to user's handling olympus will continue to monitor the field performance of this device. To mitigate the risk of probe damage, the instructions for use provides the following: important information ¿ please read before use - do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The scope failed the leak test. The device was visually inspected, and found the elevator channel plug unit leaking. The c-body has scratches and probe unit tip peeling. The objective lens has glue missing that is affecting the image. There are excessive elements broken on the ultra sound image. There are scratches on the insertion tube. The listed parts were replaced. The device is fully functional, and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device. The ultrasound image was too dark. The image was compromised, darkened, and colored. There was no patient involvement. No additional information was provided.